Manufacturer narrative:
.The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test, and was unable to prime during prime due to faulty force sensor system. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose level was 179 mg/dl. The customer tried to perform "rewind/set reservoir" in the insulin pump, but received the same error message. The customer will receive a replacement pump.